Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. The sample was visually inspected and underwent pressure testing. No defects were found; the customer reported condition was not confirmed and the root cause could not be determined.

Event description:
It was reported that a patient's minicap had cracked during use. The cracked minicap was not discovered until after the patient had placed the minicap on the transfer set. The patient stated that they had not over tightened the minicap, when placing the cap on the transfer set. The minicap was removed and replaced with a new one.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. A sample was requested and a follow-up report will be submitted if additional relevant information becomes available.